Manufacturer narrative:
The meter was been requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The customer stated parts of the screen appear faded. When performing a display check, all segments were present but some appeared to be faded. There was no allegation of a result misinterpretation.

Manufacturer narrative:
Investigation of the returned meter found the circuit board was contaminated probably due to a cleaning solution that penetrated through the code key port. The faded segments in the display were caused due to a contaminated circuit board. The root cause was determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.